Event description:
The customer reported that the remote network station (rns or remote monitoring system) had volume loss issue.

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.